Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the errors reported by the customer as well as discovered the probe rinse block was not moving along the probe as it should during the end of the probe rinse cycle. The fse cleaned and adjusted the rinse block, resolving the leak reported. The fse also aligned the flowcell tubing, resolving the light scatter (ls) offset error. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 5 mls of clear fluid leaked underneath the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer stated that the instrument also generated light scatter (ls) offset too high error messages. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.